Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station failed during the 1.11 upgrade and went offline on remote support service. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station stuck on blue screen on startup. A field service engineer (fse) reimaged the station to 1.11 to resolve the issue and customer verified functionality. The system functioned as intended after the field service engineer troubleshot the device.